Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, attempts to fully inflate the stent were unsuccessful as the delivery system would not hold pressure. While retracting the delivery system considerable resistance was met, causing the stent to move slightly proximal to the intended placement site. During subsequent attempts to inflate the balloon the pt developed chest pains and then went asystole. The pt was revived by defibrillation and an intra-aortic balloon pump was inserted. The delivery system was inflated one more time and the stent was successfully deployed. Following stent deployment a dissection was noted, and two additional stents were deployed. The pt recovered and was discharged from the hosp three days later.